Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to find in the alarm history the reported alarm of "power supply fan failure". To fix the issue, the fse replaced the power supply, and performed a full preventive maintenance with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the end user saw an intermittent alarm on the cs300 intra-aortic balloon pump (iabp) of power supply fan failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.